Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade, the lead was capped and replaced due to a decrease in impedance. There were no adverse consequences to the patient.